Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the distal fragment was received. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The returned device was visually and electrically analyzed. The inspection of the insulation showed cuttings in the insulation and deformations of both shock coils which happened most likely during the explantation procedure. The dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.

Event description:
This lead was explanted and replaced due to high thresholds and high impedances. Should additional information become available, this file will be updated.